Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope cover and plug unit. However, a definitive root cause cannot be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - chapter 3: preparation and inspection of the cf-ez1500dl/I operation manual. - chapter 5: endoscope reprocessing of the cf-ez1500dl/I reprocessing manual . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a crack on the plug unit and a dent on the scope cover, water tightness was lost. In addition to the foreign objects in the air/water tube, the evaluation findings were as follows: the air/water cylinder had no color, the suction cylinder had no color, the scope connector cover unit had corrosion due to water leakage, the scope connector case unit had corrosion due to water leakage, due to wear of the angle wire, bending angle in the "down" and "right" directions did not meet standard value, the air/water cylinder had foreign objects, the adhesive on the bending section cover had a crack, the connecting tube had a cut, and the universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that during reprocessing, the colonovideoscope had leaking at the supply plug. There was no patient or procedural involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the air/water tube had foreign objects.